Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aorta. It was reported that the patient was treated four years post index procedure with five aortic cuffs from another manufacturer for treatment of a type I endoleak due to migration. The aneurx stent graft had migration a few centimeters from the renal arteries. Currently, it was reported that the patient has an iliac aneurysm distal to the ipsilateral limb. There is aneurysm enlargement distal to the aortic cuff. The patient was treated and the cause of the event was due to disease progression. The event was not related to the device per the physician. The patient is fine. A review of cta¿s from 11 years post-implant confirmed that the aneurx bifurcate was approximately 3cm below the renals. The proximal neck was angulated 80deg l-r and 70deg a-p to the limbs. The bifurcate proximal od measured 28mm, and the proximal neck near the level of the renals measures 27mm. Several cuffs were implanted up to the renals. The ipsi limb was positioned into the left common iliac artery; the left limb is acutely angulated going into the left common iliac. The contra limb and distal extension are positioned within the right common iliac artery. There is contrast seen distal to the right stent graft due to lack of sealing within the 3.5cm left iliac artery aneurysm. The distal stent graft od is 27mm. The max aaa diameter is 6.4cm and no endoleak is seen within the aaa sac. The limbs are patent. The cause of the migration leading to the proximal type I endoleak is unknown. Earlier follow-up films were not available for review. It is possible that disease progression with aortic dilatation and neck angulation may have contributed. Disease progression also likely caused the iliac artery dilatation distal to the right limb extension.